Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "distal femoral replacement for acute distal femoral fractures in elderly patients" written by clayton c. Bettin, md, john c. Weinlein, md, patrick c. Toy, md, and robert k. Heck, md published by journal of orthopaedic trauma accepted by publisher 1 april 2016 was reviewed. The article's purpose was to evaluate outcomes of a cemented modular rotating-hinge distal femoral endoprosthesis as a treatment option for elderly patients with distal femoral fractures. The implant system used was the lps limb preservation system (depuy). Data was compiled from 18 patients with average age of 77.1 years (range 62-94). Eight patients died of unrelated causes. The article reports only 2 patients had "implant-related complications." Each patient is captured individually in linked complaints. The article does not report specify that patients received patella resurfacing and it does not report the manufacturer of the cement. This complaint captures patient l a (B)(6) female who experienced worsening knee pain and redness 4 weeks post surgery. The knee was aspirated and tested positive for infection. Surgical intervention was provided with debridement and irrigation along with placement of antibiotic beads while retaining components. Six days later another debridement and irrigation was performed along with exchange of modular components and new antibiotic beads. Femoral body and rotating hinge poly components were exchanged while retaining the well fixed femoral stem and tibial components. She was then put on suppressive minocycline indefinitely and returned 2 years later (admitting she stopped taking her antibiotics) with increasing pain and again tested positive for infection. Another revision surgery was performed with debridement and irrigation along with poly exchange and replacement of antibiotic beads. She was then treated successfully with oral suppressive antibiotics for additional 6.3 years until her death.